Event description:
Upon further review, this device was implanted with a non-boston scientific right ventricular (rv) lead.

Event description:
Boston scientific received information that the patient with this device experienced a ventricular tachycardia storm. The patient was seen in the hospital where upon device interrogation, a fault code that indicated an open circuit condition was discovered. It was also noted that some of the episodes that contained electrograms pertaining to therapy episodes were overwritten. The device indicated that 'no therapy' was delivered. The patient underwent a surgical procedure where the device and right ventricular lead were explanted. The device was returned for analysis. There were no additional adverse patient effects reported.

Manufacturer narrative:
Additional laboratory testing was performed to verify shock impedance measurements in all three programmable configurations. Using the right ventricular (rv) coil to right atrial (ra) coil configuration, impedances measured 51 ohms. Using the rv coil to can configuration, impedances measured 80 ohms. And finally, using a triad configuration, impedances measured 42 ohms. Analysis concluded all shock lead impedance measurements were normal.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was thoroughly inspected and analyzed. Device memory showed that for episode (B)(4) four maximum shocks were delivered and that the first and second shock energies were both zero. The arrhythmia logbook displayed 'no therapy' because the device looks at the first shock energy before it looks at maximum energy shocks. It was noted that approximately four hours before episode (B)(4), a shock was delivered resulting in an open fault condition. Following an open fault condition, all subsequent ventricular tachycardia therapy would be limited to maximum shocks. The electrograms for this episode had been over written by more current events. The device was then put through and passed a series of automated tests that verified device functionality commensurate with battery status. Shock lead impedance measurements were normal during testing.